Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/06/2021. H6 component code: g07002 device not returned. The following information was requested, but unavailable: how long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Patient¿s current status? All answers above are unobtainable. Once there is any update, we will update the information. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary : actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Patient¿s current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgery for left clavicle fracture on (B)(6) 2020 and suture was used. It was reported that the suture broke when sewing vessels. The surgery time was prolonged. A new like device was used to complete the procedure with no adverse patient consequences reported. Additional information has been requested.